Event description:
The event did not lead to a death or serious injury and is being reported due to the intervention required to prevent permanent injury to the pt. The incident occurred during an elective procedure to implant a gelsoft plus bifurcated vascular prosthesis. The surgeon indicated that after manipulation, there were 4 leaks around the bifurcation and 2 at the legs of the prosthesis. The pt lost approximately 500cc of blood and started to hemorrhage. The bleeding was eventually stopped by suturing with 5.0 prolene. The pt required a blood transfusion.